Event description:
It was reported that the communicator blew up and damaged the power outlet. The patient stated that he had nothing laying over the communicator. The communicator just blew up on its own. The communicator is not functioning. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, additional information was received that the allegation against the communicator power adapter was confirmed. The returned power adapter is unusable due to damage. The communicator power adapter was burned. The communicator however was observed to have no physical damage.

Event description:
It was reported that the communicator blew up and damaged the power outlet. The patient stated that he had nothing laying over the communicator. The communicator just blew up on its own.the communicator is not functioning. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.